Manufacturer narrative:
No lot review since none was supplied. Investigation: each of the 12568 microclave connectors returned for investigation had the silicone seal protruding from the female luer body. Each of the 12568 microclave connectors were pressure leak tested and all leaked in the unactivated position. Analysis summary: the complaint of leaking microclave connectors was confirmed. The microclave connectors were leaking because the silicone seal was protruding from the female luer body. Silicone seal protrusions of this nature can occur when the microclave assembly is in a bifurcated fluid circuit and exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusion or flushing through small syringes, it is important to isolate adjacent lines by activating the slide clamps or turning off stopcocks to those lines.

Event description:
Complaint received stating that five mircoclaves leaked during the infusion process. No particulars on the patients other than no serious consequences or outcomes.